Manufacturer narrative:
Review and confirmation of manufacturing records were performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or pt's condition.

Event description:
Boston scientific crm received info that this left ventricular lead was surgically abandoned, due to high threshold measurements.